Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® lh 102 i.u. Plus blood collection tubes the tubes under filled. This occurred on 4 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter: the tube didn't draw blood properly.

Manufacturer narrative:
Investigation: investigation summary: bd received a sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for underfilling of the tube with the incident lot was observed. However, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfilling of the tube as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for underfilling of the tube with the incident lot was not observed. All retain samples met the required specifications. Root cause description: storage conditions could have an effect on the tube; however, based on the investigation, a root cause could not be determined, as only one returned sample was provided. The product was found to be in conformance and meet release specifications. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer® lh 102 i.u. Plus blood collection tubes the tubes under filled. This occurred on 4 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the tube didn't draw blood properly.